Event description:
Same case as MDR ID: 2134265-2014-01383. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). After crossing the lesion with a non-bsc guide wire together with a 6f mach 1 guide catheter, a 3.00x16mm promus element plus stent was deployed. Post-ivus was performed, however it was observed that the stent was not apposed completely. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for post-dilatation and the balloon was initially inflated at 14 atmospheres. On the second inflation at 16 atmospheres, the balloon ruptured. There was no kink and resistance encountered during post-dilatation. The balloon was completely removed from the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).